Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient underwent a fistulogram to treat an arteriovenous (av) fistula in the left upper extremity. The armada 35 dilatation catheter was inflated to open the stenosis in the av fistula. A waist in the vessel due to calcification was noted and during the first inflation to 24 atmospheres (atm) a rupture occurred. Difficulty was noted removing the device through the 6french sheath, so the devices were removed as a single unit. Vessel access was maintained with the guide wire. An 8french sheath was then used and an 8 x 40 mm non-abbott dilation catheter was inflated to 24 atm and the waist was opened. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed and the reported material rupture and difficulty removing from the introducer sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that instructions for use pta, armada 35 states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Use of a pressure monitoring device is recommended. In this case, the physician did not follow the instructions for use since the balloon was pressurized to 24 atmospheres which is above rbp which resulted in the balloon rupture. The investigation determined the reported balloon rupture appears to be related to the user error. The reported balloon detachment and difficult to remove appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.